Event description:
It was reported that a patient presented with atrial undersensing resulting in automatic mode switch (ams) episodes on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. There were no patient consequences.